Event description:
Pt had a homograft from the rv to the pa. The homograft was from cryolife. Now that all the reports have just come out, rptr thought they would share their concern. The date of placement is before the 10/01 date but pt had their second open heart surgery where the homograft was put in and seemed fine. By the end of 7/01 pt was sick. Not hosp sick, but sick. Pt has had bronchitis 8 times, sinusitis 5 times, 3 double ear infections and a bronchoscopic biopsy showed para influenza. And now pt is being treated for asthma 4/02 to present. Pt had their tonsils and adenoids removed 3 mos later to try and help them get better. Time will tell; cold and flu season has not started. Pt should have had a good past year, yet they were sick for 9 straight mos. Pt's drs could not figure out why pt could not shake the bacterial infection. It always seemed present. It just sometimes was worst than other times. Rptr is wondering if this whole time a "bad" valve was to blame. Rptr is at a loss, pt will need repairs for the rest of their life. Rptr's only prayer has not been answered. Rptr doesn't know if anyone else has had these issues and if they are even related to the homograft.